Event description:
Single account reported to dade behring that they observed a clinical e. Faecium isolate vencomycin mic discrepancy. The account obtained vancomycin-susceptible results on the dried pos mic panel type 20a panel and vancomycin-resistant results on a secondary method (vre plate) for the clinical isolate. The susceptible result was not reported for th pt. There was no report of adverse health consequences to the pt as a result of the false susceptible results being obtained.